Event description:
An ophthalmic surgeon reported poor cutting during a vitrectomy procedure. The problem was solved after replacing the product with another one. The procedure was completed with no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).